Event description:
The patient reportedly experienced intermittency while using sound processors. The patient was seen for device evaluation. Impedance measurements were within expected limits. However, no lock was indicated. The electrodes were stimulated and the patient was able to hear. However, in live speech, no stimulation was possible, external equipment was exchanged. However, the problem was not resolved. Surgery to explant the patient's c1 device is to be scheduled.